Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. G7 osseoti multihole 56mm f item# 110010266 lot# 65052925. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# j6932941. G7 vit e high wall lnr 36mm f item# 30123606 lot# 65056309. Femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless item# 00786401320 lot# 64975616. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, approximately 4 years post implantation, had a cortisone injection for trochanteric bursitis. Diligence is completed and no further information on the reported event has been provided.